Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported that a patient had a vtach event on (B)(6) 2017 in bed (B)(4) but no alarm was provided at the information center ix. The customer has not alleged any patient harm. If alarms are not provided when expected, and a change in the patient condition occurs that is not immediately identified, harm can occur. The patient had a vtach event however no harm or delay of therapy was reported.